Event description:
Initial reporter indicated that the site's dell x5 handheld screen align would not complete. A reset did not resolve the problem. Manufacturer pending receipt of product for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.